Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), at device follow up check there was a significant drop in longevity unexpectedly. The ipg settings and mode were re-programmed and the ipg remains in use. No patient complications have been reported as a result of this event.